Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 370 mg/dl while wearing the pod for less than an hour. In addition the patient reports the pods adhesive had separated from the pod infusion site (arm), causing the cannula to become dislodged. Symptoms reported include hyperglycemia, vomiting, dizziness and a rapid heartbeat. Once at the hospital the patient was treated with medication due to dehydration. The patient was discharged from the hospital after 6.5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.